Event description:
The clinician reports that the day the implant was placed in fdi 23, failure occurred upon insertion. Details of surgery: primary stability not achieved. The device was forwarded to the manufacturer. At the event the patient experienced: pain. No further patient complications were reported.